Manufacturer narrative:
The glidescope avl baton 3-4 was returned to verathon for evaluation along with the customer's gvm monitor. A verathon technical service representative evaluated the returned avl baton, and confirmed the reported issue. The device produced no image, or an intermittent image which was isolated to just the avl baton 3-4. No issues were reported with the gvm monitor. Upon review of the device history for serial number al163144, it was determined that the device was manufactured on 02 nov 2016 ,and is past the two (2) year expected product life as outlined in the glidescope operations, and maintenance manual (omm). Since there are no repairs available for this device, the returned baton was scrapped, and replaced. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would flicker when in use. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.